Event description:
Ostomy appliance failed several times to adhere causing severe tissue breakdown from leakage of contents on the surrounding skin. Appliance was active life one piece system, model # 22771.